Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replaced the 15a fuse and installed inrush suppressor. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system's line power light on the mobile view station (mvs) was not illuminated and that the mvs had open fuses. There was no patient present when this issue was identified.